Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with consistent insulin flow blocked alarms during basal delivery. The patient's blood glucose at the time of incident was 17.7 mmol/l. The customer had already tried different cannula lengths and properly rotated their sites. There were no instances of bent or kinked infusion sets either. The customer insisted on receiving a replacement insulin pump; however, no products were returned or replaced at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarms noted. Program multiple basals and boluses for 24 hours. All boluses were properly delivered and no insulin flow blocked alarms during basal noted. The device was received with minor scratches on lcd window.